Manufacturer narrative:
Related MFR #'s 2916596-2022-16123, 2916596-2022-15716, 2916596-2022-16124, 2916596-2023-00157, 2916596-2023-01380 section h6: type of investigation: 4121 - event history log review manufacture¿s investigation conclusion: the reported event of a driveline communication fault alarm occurring while the second returned modular cable (lot number 8639361) was in use, which was exchanged on 19may2023 during the cleaning procedure, was not confirmed. The provided log file contained data from when the first modular cable (lot number 8639361, evaluated separately) was in use, spanning approximately 1 hour (02may2023, 9:15 ¿ 10:05 per timestamp), and this data will be addressed via that modular cable¿s investigation. No log files from when the second modular cable was in use were provided. The second returned modular cable was functionally tested alongside known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. No signs of fluid ingress/corrosion were observed on or within the modular cable¿s connectors, and fluid ingress/corrosion was no longer suspected by the customer after examination. Per additional information, the driveline communication fault alarms have not reoccurred since the exchange of the second modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Review of the device history record for the modular cable, lot number 8639361, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having driveline communication fault advisory alarms. The log files showed driveline communication fault events on (B)(6)2023. The patient's modular cable was exchanged in an attempt to resolve the alarms, but the alarms were still occurring. On (B)(6)2023, the driveline was cleaned, and the patient's modular cable was replaced again with resolution of the alarms. The modular cables were returned for a concern of fluid ingress/corrosion as the patient has had events in the past of fluid ingress/corrosion. Related MFR #'s 2916596-2023-02653 and 2916596-2023-03124.